Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02871. It was reported the pt had inadequate stimulation coverage that was not resolved with reprogramming. Diagnostic testing revealed invalid and low impedance readings on multiple lead contacts. It was reported x-rays were taken, and the pt is being referred to a surgeon for a paddle lead revision.